Event description:
It was reported ongoing intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer cleared the alarm and administered a bolus in smaller increments. T